Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 12 x 2.25mm promus elite mr drug-eluting stent was advanced for treatment. However, upon advancing the stent and pushing inside the catheter, it fractures on the hypotube. The procedure was completed with another device. There were no patient complications. Patient was stable.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left main coronary artery. A 12 x 2.25mm promus elite mr drug-eluting stent was advanced for treatment. However, upon advancing the stent and pushing inside the catheter, it fractures on the hypotube. The procedure was completed with another device. There were no patient complications. Patient was stable.